Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient had a PICC solo catheter placed in the department on (B)(6) 2024, the catheter was placed smoothly, and the catheter functioned normally after placement; the patient was subsequently transferred to other hospitals for treatment and normal maintenance; on 1 august, a leakage of 1cm of the exposed catheter was found during the maintenance of the flushed catheter; the patient contacted the hospital where the catheter was placed; the patient had the catheter pulled out. The patient was unable to use the catheter for subsequent treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed; however, the exact cause is unknown. One photograph and one video of a powerpicc were returned for evaluation. An initial visual observation of the photograph and video showed a powerpicc solo placed in a patient with a drop of a clear liquid on the catheter tubing. While a leak can be seen in the catheter in the returned photograph, no further details of the leak or distinguishing features of the damage could be discerned from the sample in the returned photograph and video which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient had a PICC solo catheter placed in the department on 11 july 2024, the catheter was placed smoothly, and the catheter functioned normally after placement; the patient was subsequently transferred to other hospitals for treatment and normal maintenance; on 1 august, a leakage of 1cm of the exposed catheter was found during the maintenance of the flushed catheter; the patient contacted the hospital where the catheter was placed; the patient had the catheter pulled out. The patient was unable to use the catheter for subsequent treatment.